Event description:
A discordant, falsely elevated hemoglobin a1c (hba1c) result was obtained on one patient sample on an advia 1800 instrument. Two samples were obtained from the patient; one sample was tested on an advia 1800 and the other sample was tested on an alternate system. A higher result was obtained on the advia 1800 instrument. Both results were reported to the physician(s), who questioned the difference in the results. It is unknown if the sample was rerun. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hba1c result.

Manufacturer narrative:
A siemens technical applications specialist (tas) visited the customer site. The customer and the tas performed two hba1c comparison studies between the advia 1800 instrument and the alternate instrument. The difference between the mean of the patient samples on the advia 1800 and the mean of the patient samples on the alternate instrument were within the expected ranges stated in the advia chemistry instructions for use for hba1c. The cause of the discordant, falsely elevated hba1c result on one patient sample was unknown. The instrument is performing within specifications. No further evaluation of the device is required.